Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound on her back. It was also reported that the patient's garment was too tight and digging into her skin. Field services remeasured the patient and provided the patient with larger garments. During a follow up call to the patient, it was reported that the patient passed away. It was confirmed that the patient was not wearing the lifevest at the time of passing. There is no indication that the patient removed the lifevest because of the skin irritation.